Event description:
Pt alleges receiving breast implants in 1977. Pt also alleges experiencing problems beginning in 1985, including aching inside and down right arm, hardening behind right breast, which gradually worsened and was also in chest and left arm. Physician's note states "possible rupture left breast implant, general symptoms and high anxiety about implants." Pt had removal on 8/6/96.